Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') and pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included body mass index normal. Concomitant products included cetirizine hydrochloride (zyrtec allergy). In 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominai pain / right abdominal side"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("general abnormal. Bleed"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), visual impairment ("vision problems"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with celecoxib (celexa) and surgery (tlh, salpingo oophorectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, device expulsion, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, female sexual dysfunction, iron deficiency anaemia, fatigue, visual impairment, weight increased, weight decreased, bladder disorder, urinary tract disorder, hormone level abnormal, gastrointestinal disorder, depression, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general abnormal. Bleed. Discrepancy noted in essure insertion dates in current pfs insertion date is (B)(6) 2011 and (B)(6) 2011. Discrepancy noted: date(s) of insertion: (B)(6) 2011, 2009, (B)(6) 2011. Right: 5 coils left: 13coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded), the right coil was present. But the left coil was missing. Imaging procedure - on (B)(6) 2011: result: right occlusion only. Confirmation test not specified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') and pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included body mass index normal. Concomitant products included cetirizine hydrochloride (zyrtec allergy). In 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain / right abdominal side"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("general abnormal. Bleed"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), visual impairment ("vision problems"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with celecoxib (celexa) and surgery (tlh, salpingo oophorectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, device expulsion, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, female sexual dysfunction, iron deficiency anaemia, fatigue, visual impairment, weight increased, weight decreased, bladder disorder, urinary tract disorder, hormone level abnormal, gastrointestinal disorder, depression, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: bleeding: menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, general abnormal. Bleed. Discrepancy noted in essure insertion dates in current pfs insertion date is (B)(6) 2011. Discrepancy noted: date(s) of insertion: (B)(6) 2011, 2009, (B)(6) 2011. Right: 5 coils, left: 13 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded), the right coil was present. But the left coil was missing. Imaging procedure - on (B)(6) 2011: result: right occlusion only. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2021: mr received. Case category updated to serious incident. Other relevant history, date explanted added and product removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.